Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy. According to the reporter: after the first firing was done the clip could not be removed from the instrument. Additional tissue resection was required. Also reported a doctor recognized some difficulty in squeezing the handle prior to firing.